Event description:
It was reported by service report that the motion interrupt pan was cracked near the pt left head end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.